Manufacturer narrative:
Other applicable components are: product ID 3425, serial# (B)(4), product type: transmitter; product ID 3425, serial# (B)(4), product type: transmitter, product ID 3425, serial# (B)(4), implanted: (B)(6) 2001, product type: transmitter.

Event description:
Information was received from a patient who was implanted with a receiver for spinal cord or peripheral nerve stimulation. It was reported that the transmitter was not working. The patient did not feel stimulation and normally the stimulation covers all of his pain. The patient was not feeling stimulation as strong as he used to and he has tried a new antenna. The transmitter was not connecting to the implantable neurostimulator (receiver). These issues were reported to have started occurring the day of the report. The patient was sent a new transmitter which resolved the issue and was working fine. Additional information was received from the patient on (B)(6) 2016 that reported that the replacement transmitter works great for several days and then he wakes up and his legs hurt and not working. The week of the report it was working great. It stopped working and the patient was feeling buzzing in his chest, but he could barely feel anything in his legs. The stimulator has to be turned way up so that he can feel it. The patient said that the inside receiver and wiring are the issue. The patient was hurting at the time of the report. It was not driving into feet and felt like it was driving up in to the chest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.